Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump was not working with new battery. Troubleshooting was performed. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer reported insulin pump alarmed battery failed after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for an alleged failed battery test found on jan 6, 2022. Device passed displacement test, self test, and active current measurement, however pump did not pass sleep measurement test. Test p-cap successfully locked into the reservoir tube. Device successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test was found in the history on jan 5, 2022 at 13:15 through 17:51 numerous times as well as a unexpected replace battery now alarm found on jan 5, 2022 at 17:45 due to a corded battery tube. Pump was cut open to perform visual inspection and found a corroded battery tube. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, serial label damage, keypad overlay peeling and minor scratches on lcd window. In summary, customers alleged failed battery test was confirmed in the pump history download due to a corroded battery tube causing a unexpected failed battery test and replace battery now alarm. Additionally, sleep current measurement test failed due to a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.